Manufacturer narrative:
The insulin pump was received with broken reservoir tube lip. The insulin pump was received with cracked case at reservoir tube window corners and battery tube threads. The insulin pump was received with minor scratches on lcd window.

Event description:
The customer reported via phone call that small pieces of the reservoir compartment were chipped off. The customer's blood glucose was 128 mg/dl at the time of incident. The customer stated that the o-ring came out from the insulin pump but was able to put it back. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.